Event description:
The user facility stated that on several occasions, the screw which holds the boot sole in place broke, causing the sole to dislodge while the pts were walking. The user facility could not provide an exact number of incidents.